Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.  (B)(4).

Event description:
The customer contacted physio-control to report that their device powered on by itself. When the device powers on by itself, it may deplete the device's battery; this might cause the device not to be available when defibrillation therapy is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device performed correctly during testing. From the device download it was observed that the device had many instances in its memory that indicated the device was powering on and off by itself. It was confirmed that the device could charge and shock defibrillation energy. The rubber cover over the switch panel was removed, and then the voltage on the on/off switch was measured. It was observed that the switch measured a normal 4.9 volts. The device was set aside to monitor for ten days with no discrepancies observed. The on/off switch was again measured at a normal 4.9 volts. The data download had no unauthorized power cycles during the monitoring time. The device was opened, and then an internal physical inspection was performed without observing any discrepancies. A cause of the reported issue could not be determined.